Event description:
The consumer alleges her legs were rubbing on the back of the chair resulting in open wounds. They also allegedly ran into a closet and broke their shoulder.

Manufacturer narrative:
Nature of complaint suggests chair is not appropriate for user. Programming parameters are unknown at this time. Chair reportedly is to large for their home, and as a result, impact damage is reported to the chairs components from impacting items in their home. Manufacturer has contacted dealer in attempt to work with consumer.